Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarming compromised force sensor system alarm. Customer blood glucose level was 443mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose and protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test or verify a33 alarm due to motor error alarm. However, device passed rewind test and displacement test.